Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, and infection, at the needle puncture site. The patient stated that the arm become swollen and got numb, and that they went to the emergency room. At the hospital the infection was noted and an oral antibiotic, flucloxacillin 500mg 4 times a day was prescribed. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).